Manufacturer narrative:
H6 - work order search: no similar complaint was reported for units within the same lot. Claim # (B)(6).

Event description:
The reporter indicated a 12.6mm vicm5_12.6 implantable collamer lens, -06.50 diopter, was ripped during loading, there was no patient contact. The backup lens was implanted. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
B5: the backup lens was implanted and the problem was resolved. The patients current post-op condition is normal. The cause of the event was unknown. Claim # (B)(4).